Event description:
Physician was doing a bicep tendon repair and he noticed the drill becoming very hot. It burned the muscle and possibly the nerve. The air pressure was set at 100 psi. The area was debrided without problem.